Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged to see if it would boot up normally, and it failed. A functional test was attempted, but it could not be completed. The receiver log could not be retrieved . The receiver case was opened for an internal visual inspection, and troubleshooting. Battery ic chip was found to be damaged. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective receiver battery.